Event description:
The customer reported that the pump had an air in line alarm after priming, and the issue persisted even after cleaning. There was no patient involvement. Evaluation of the retuned device confirmed the reported issue "air in line". This led to air embolism during use.

Manufacturer narrative:
H3/h6: the suspected device was returned for evaluation. Review of the event history log (ehl) showed no issues during review. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due intermittent air detector. The service history review had no indication that the complaint was related to a service of the device within the review period.